Manufacturer narrative:
Event date: approximated as per initial reporter information.

Event description:
It was reported that the patient underwent a surgical procedure to explant this spectra penile prosthesis (spp) for unspecified reasons. All components of the existing spp were explanted and replaced with a new tactra malleable penile prosthesis.